Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: was there any patient consequence as a result of the extended anesthesia time? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, the excel trocar 12mm valve malfunctioned. Robotic camera was not able to go through. Longer anesthesia time as surgery delayed for twenty minutes. Patient consequence was not reported.